Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time was not adjusted for daylight savings. Customer's blood glucose level was not impacted. Contact reported the pump time was successfully adjusted.